Event description:
Left radial arterial catheter discontinued by rn. Arterial catheter tip noted to be broken off upon removing catheter from site. Catheter tip palpable under skin. Resident physician performed arterial cutdown to retrieve remaining catheter approx one cm in length. Left hand with brisk capillary refill, palpable radial pulse after catheter retrieval. Prior to catheter retrival hand "mottled" discoloration.